Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 586 mg/dl on (B)(6) 2015. The customer had treated with the insulin pump but then found that the cannula on the infusion set being was bent and not inside the skin. She also reported that the next morning the insulin pump alarmed failed selftest. Blood glucose value at the time of the alarm was 168 mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm. Customer was advised to disconnect, rewind and program a normal bolus into the air; bolus amount was recorded in the bolus history. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a failed self test and a lost sensor and had no blood glucose meter communication due to a faulty component on the radio frequency circuit board. The insulin pump was received with minor scratches on the display window.